Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and a drain was inserted into the abdominal cavity. It was noted after the surgery, that the drainage had an abnormal odor. A CT scan revealed that the drain pierced the patient¿s intestines. The patient required a bowel resection. Additional information has been requested.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # j1239477 mfg date 08/01/2012, exp. Date 08/31/2017; batch # j1241122 mfg date 09/01/2012, exp. Date 09/30/2017; batch # j1239476 mfg date 08/01/2012, exp. Date 08/31/2017; batch # j1241933 mfg date 09/01/2012, exp. Date 09/30/2017; batch # j1242673 mfg date 09/01/2012, exp. Date 09/30/2017; batch # j1243722 mfg date 10/01/2012, exp. Date 10/31/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.